Event description:
She obtained results of 500mg/dl and 148mg/dl on the same device within 1 minute. No adverse event reported and no treatment received no quality controls were used. Requested return of suspect device and replacement was sent.